Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was performed on the three subject iw910 mobile infant warmers by a fisher & paykel healthcare subcontractor. Results: the preventative maintenance check revealed that the power fail alarm on the infant warmers was found to be faulty due to a failed capacitor on the power board. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provide up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The three subject iw910 mobile infant warmers were repaired and returned to the customer after passing the necessary safety and performance checks.

Event description:
A healthcare facility in (B)(6) reported three iw910 mobile infant warmers for a routine performance check. During the routine service conducted by an fisher & paykel healthcare subcontractor, (B)(4), it was noticed that the power fail alarm on the three infant warmers was faulty .